Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the apex of the hernia sac was identified. The fat was not reducible. The sac was excised. Then a ventralex st mesh (device #1), passed it into the abdominal cavity and pulled up on the aligning tab s so that the mesh was flat on the abdominal wall, then tacked the mesh in place using sutures.¿ (B)(6) 2018 - patient was diagnosed with perforated viscus thereby underwent laparoscopic repair with the removal of ventralex st mesh (device #1). Per operative notes, ¿the previous mesh could be seen. It was involved what appeared to be a phlegmon of the abdominal wall. There was a contained perforation of the small bowel. There was extensive creeping fat of the small bowel. The ventralex st mesh (device #1) was removed.¿ (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent repair with implant of bard flat mesh (device #2). (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with the removal of bard flat mesh (device #2) and implant of bard soft mesh (device #3). Per operative notes, ¿there was a recurrent incisional defect with incarcerated omentum and transverse colon. Meticulous lysis of adhesions was performed. An old mesh (device #2) that had pulled into the large midline defect. A bard soft mesh (device #3) was placed in the retro rectus space and secured laterally.¿ attorney alleged that the patient had adhesions, bowel perforation, bowel removal, pain, hernia recurrence, mesh removal and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned